Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® dryseal flex introducer sheath instruction for use (IFU) states ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ per IFU, if vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, per IFU, adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2019, the patient underwent an endovascular repair of a thoracic aortic aneurysm using conformable gore® tag® thoracic endoprostheses. The devices were implanted with no reported issues. After removal of a gore® dryseal flex introducer sheath (dsf2233/18133859), a dissection was identified at the right external iliac artery. The dissection was repaired by non-gore bare metal stents. No further issues were observed, and the patient tolerated the procedure. It was further reported that the diameter of the right external iliac artery was measured at 5.3-7.4 mm. The physician reportedly felt resistance while advancing the sheath.